Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: synthes sale representative. Without a lot number the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that during a retrograde nail insertion, on (B)(6) 2018, the driving cap broke and partly became stuck in the insertion handle. It is unknown if there was a surgical delay. Patient status and procedure outcome are unknown. This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional information provided. Part: 03.010.523; lot: 8836144; manufacturing location: (B)(4); release to warehouse date: may 12, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was identified and correct hardness within specification is documented in device history record (DHR) file. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged into the concomitant device. The lodged broken piece was not able to be removed from the insertion handle. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. The complaint condition was confirmed. Drawing/specification review: the following drawings were reviewed during investigation and no design issues were noted. -- connector for insertion handle. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Dimensional inspection: a measurement of the relevant features of the remaining threaded tip was unable to be performed due to the damage present on the device. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: radiolucent insertion handle (part: 03.010.486, lot: 8797542, quantity: 1).